Manufacturer narrative:
It was report that the jigs were inaccurate for the distal femoral cut. The surgeon free hand placed the distal resection jig and took an additional 2mm on the lateral femoral condyle and tibia. The case was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was report that the jigs were inaccurate for the distal femoral cut. The surgeon free hand placed the distal resection jig and took an additional 2mm on the lateral femoral condyle and tibia.